Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary bypass artery. A 4.00x20mm promus element plus drug-eluting stent was deployed to the target lesion. Post-dilation was performed using a 4.0x12mm unspecified balloon catheter, which passed the stent without significant resistance. Following post-dilation it was noticed that the stent was "totally" foreshortened. The physician then selected another promus element and deployed it proximal to the first stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. Solidified crystals were evident within the balloon. The crimped stent was detached from balloon and not returned with device for analysis. A visual and tactile examination found multiple kinks on hypotube. A visual and tactile examination found no issues with the shaft profile. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary bypass artery. A 4.00x20mm promus element¿ plus drug-eluting stent was deployed to the target lesion. Post-dilation was performed using a 4.0x12mm unspecified balloon catheter, which passed the stent without significant resistance. Following post-dilation it was noticed that the stent was "totally" foreshortened. The physician then selected another promus element and deployed it proximal to the first stent. No patient complications were reported and the patient's status was stable.